Event description:
It was reported that the lens vaulted (z-syndrome). The patient noticed as decrease in vision. The lens was replaced 6 weeks post implant. The surgeon indicated that the likely cause of the event is uneven capsular contraction. The patient's current prognosis is reported as excellent. This report refers to patient's right eye.

Manufacturer narrative:
The lens is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.